Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, keeping it within normal range. Technical support assisted the customer by providing pump reset instructions, but since the malfunction reoccurred after resetting, a pump replacement was arranged. There was no backup therapy available, and the customer planned to contact their healthcare provider for further assistance.